Manufacturer narrative:
Device evaluation: the actual probe was not evaluated, as it was not returned. Additional information was gathered by the investigator that stated that an intern, during the ablation procedure, verified using an alignment mandrel that the hole in the skull was sufficiently drilled. When the probe was placed during the second trajectory, the probe impacted which was most likely the inner table of the skull due to incomplete drilling. An aborted case results in the patient being unable to receive treatment. A delay in receiving treatment could allow a progression of the disease thus resulting in a death or serious injury.

Event description:
It was reported that during an ablation procedure, the user was unable to get the probe into the second bolt. It was noted that this was most likely that the hole was not drilled entirely though the inner table of the skull. The case was then aborted after first trajectory and finished the following day. If additional is received, a follow up report will be submitted.